Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-aug-2024. The most recent information was received on 22-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and thoracic outlet syndrome ("thoracic outlet syndrome") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), cystitis ("repeated cystitis"), bladder pain ("burning sensations in the bladder"), heavy menstrual bleeding ("menorrhagia"), urinary incontinence ("urinary incontinence"), abdominal pain ("abdominal pain"), low back pain ("lower back pain"), back pain ("back pain"), arthralgia ("muscle pain and joint pain"), fatigue (" extreme fatigue"), disturbance in attention ("difficulty concentrating"), migraine ("migraine"), headache ("headache"), insomnia ("insomnia"), dizziness ("dizziness"), pruritus ("itching of the body and ear canal"), ear pruritus ("itching of ear canal"), dry mouth ("xerostomia"), burning sensation ("burning sensations in the body"), tooth fracture ("broken dental roots"), paraesthesia ("bilateral paraesthesia of the hands"), periarthritis ("bilateral shoulder capsulitis"), complex regional pain syndrome ("algoneurodystrophy of the shoulder, elbow and right wrist"), bursitis ("shoulder bursitis") and tenosynovitis stenosans (" procedure for de quervain's tenosynovitis"). Essure was removed on (B)(6) 2023. In (B)(6) 2023 she experienced depression ("depression"). On unknown date she experienced thoracic outlet syndrome (seriousness criterion hospitalisation). The patient was hospitalised in (B)(6) 2024 for an unknown duration. The patient was treated with surgery (bilateral hysterectomy and oophorectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, cystitis, bladder pain, heavy menstrual bleeding, urinary incontinence, abdominal pain, low back pain, back pain, arthralgia, fatigue, disturbance in attention, migraine, headache, insomnia, dizziness, pruritus, ear pruritus, dry mouth, burning sensation, tooth fracture, depression, paraesthesia, periarthritis, complex regional pain syndrome, bursitis, tenosynovitis stenosans or thoracic outlet syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-aug-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 12-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and thoracic outlet syndrome ("thoracic outlet syndrome") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), cystitis ("repeated cystitis"), bladder pain ("burning sensations in the bladder"), heavy menstrual bleeding ("menorrhagia"), urinary incontinence ("urinary incontinence"), abdominal pain ("abdominal pain"), low back pain ("lower back pain"), back pain ("back pain"), arthralgia ("muscle pain and joint pain"), fatigue (" extreme fatigue"), disturbance in attention ("difficulty concentrating"), migraine ("migraine"), headache ("headache"), insomnia ("insomnia"), dizziness ("dizziness"), pruritus ("itching of the body and ear canal"), ear pruritus ("itching of ear canal"), dry mouth ("xerostomia"), burning sensation ("burning sensations in the body"), tooth fracture ("broken dental roots"), paraesthesia ("bilateral paraesthesia of the hands"), periarthritis ("bilateral shoulder capsulitis"), complex regional pain syndrome ("algoneurodystrophy of the shoulder, elbow and right wrist"), bursitis ("shoulder bursitis") and tenosynovitis stenosans (" procedure for de quervain's tenosynovitis"). Essure was removed on (B)(6) 2023. In (B)(6) 2023 she experienced depression ("depression"). On unknown date she experienced thoracic outlet syndrome (seriousness criterion hospitalisation). The patient was hospitalised in (B)(6) 2024 for an unknown duration. The patient was treated with surgery (bilateral hysterectomy and oophorectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, cystitis, bladder pain, heavy menstrual bleeding, urinary incontinence, abdominal pain, low back pain, back pain, arthralgia, fatigue, disturbance in attention, migraine, headache, insomnia, dizziness, pruritus, ear pruritus, dry mouth, burning sensation, tooth fracture, depression, paraesthesia, periarthritis, complex regional pain syndrome, bursitis, tenosynovitis stenosans or thoracic outlet syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.